Event description:
Pt info was requested by nxstage, but not provided by the reporting nurse. Four cartridges were reported as having clear fluid leaks observed during an extended cvvh dialysis treatment. In each instance, the operator ended treatment without performing rinseback, resulting in an estimated blood loss of 190cc each. Due to the blood loss, the pt required a transfusion of two units of blood. No other medical intervention was required.

Manufacturer narrative:
The pt required a blood transfusion as a result of the reported blood loss events which is attributed to the operator not performing rinseback as directed in the user's guide when a leak is observed. The disposable cartridges were not returned for evaluation. The exact cause of the fluid leaks could not be determined. The user's guide includes the following warning, "the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury, or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck pt vascular access and all fluid lines, connections and clamps. Secure the blood access device to the pt. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak cannot be resolved." A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.